Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: incident samples were not returned from the customer or the customer discarded the samples for investigational purposes. A complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 6270848. This lot number and incident will be monitored for future occurrences. The complaint file will be reopened for testing of samples if received at a later date. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that black foreign matter was found on a 16 g bd¿ needle 1 in. Single use, sterile prior to use. No injury or medical intervention.